Event description:
It was reported that during the implant procedure, when the helix was extended it appeared to be at an angle. The following day, the patient had chest pain and perforation requiring pericardiocentesis for tamponade was found. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).